Manufacturer narrative:
The reported event of noise was confirmed. A complete lead was returned in one piece measuring 63.0 cm. Analysis of the lead found clavicle crush abrading the outer and inner insulations at 31.5 from connector pin. Conductor shorting due to clavicle crush was found, which caused the reported event of noise.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited noise. The lead was explanted and replaced. The patient was in stable condition.